Event description:
It was reported that approximately one week after implant the patient's right ventricular (rv) lead had dislodged. The dislodgement was discovered when patient presented for follow-up about two months after implant. There was no pacing capture and rv signals had decreased in size and were not being detected, but impedance trends had not changed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: ddbb1d4 ICD, implanted 2015-(B)(6). (B)(4).